Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1148 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC spilt. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and the cause of the damage appeared to be associated with use of the device. The powerpicc was received with a non-vad extension set attached to the solo connector. An adhesive strip was attached to the extension set tubing. The printing on the extension leg and molded wing was worn. The powerpicc catheter tubing extended to the 46cm depth mark. A knot was tied in the catheter tubing at the 15cm depth mark. A semi-circumferential split was observed in the tubing between the 13 and 14 cm depth marks. A semi-circumferential crease was observed in the tubing between the 12 and 13 cm depth marks. The wall thickness of the catheter was found to be within specification. The split and crease observed in the catheter indicate that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort a lot history review (lhr) of recq1148 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC spilt. No other information was provided.